Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Pump received with stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 125 mg/dl. During troubleshooting, the customer was able to get the display to return but went blank again. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.